Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had the insulin pump on his hip when it started raining. Customer's blood glucose was 220 mg/dl. Customer stated that the pump was exposed to water when it was raining a lot. Customer stated that the pump is vibrating without an alarm or alert. Customer reported that the display went blank immediately after it was exposed to moisture. Customer stated that he was also hospitalized due to stress and a stomach infection that was caused by high blood glucose after this incident. Customer stated that he will call back to report the hospitalization because he does not have time. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with corroded lcd board and mother board noted during our visual inspection. However, all of the buttons are functioning properly during our testing. No moisture damage was found on the keypad traces noted during our visual inspection. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.